Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a warning 2: high load impedance error message displayed and the procedure was cancelled. Multiple probes, adapters and grounding pads were attempted with no resolution. All connections were checked with no and no issues were found and the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
One single lesion et20s¿ pain management rf generator was received for analysis. Ac power was applied to the returned rf generator which would not initialize and complete the boot sequence. Additional testing isolated the psu (power supply unit) as the root cause of the reported error message. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported error message and subsequent procedure cancellation was isolated to abnormal functionality of the power supply unit.